Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the surgeon the 511s trocar seals were already torn on two trocars upon opening the lap chole kit . The lot number for the kit is k46n86. Two new 511s trocars were pulled to complete the case. There was no consequence to the pt.